Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's and observed that the device would not remain powered on to download device data, or to charge and shock. Physio determined that the cause of the reported issue was due to filter, designator fl10, on the analog pcb assembly had process residue which caused excess leakage current.

Event description:
The customer reported to physio-control that their device displayed the¿attention and charge-pak icons. The customer replaced the charge-pak and the icons were no longer displayed; however a few months later, the attention and charge-pak icons reappeared. There was no patient use associated with the reported event. Physio-control evaluated the customer's device and observed that the device will not remain powered on to download device data, or to charge and shock.

Manufacturer narrative:
The initial medwatch report should have indicated "recall". The initial medwatch report should have indicated¿3015876-02/08/2013-001c.